Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 251010j device was returned with the smoke tube broken. In addition, an electrode tip was returned attached to the device. The device was connected to the generator and the device activates when the buttons were depressed. There were no issues on the device related to the event reported. It is possible that the damage to the tube lines could be due to an excessive pull and tubing stretched. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No lot or batch were provided, bhr could not be performed. Additional information was requested, and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? Answer = the burn was a first degree. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure that while the device was laid down and not in use it self-activated burning through the surgeons gown and burning his arm. Unknown as to what degree of burn to the surgeons arm. Another like device was used to complete the procedure. There were no adverse consequences for the patient.